Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced a lung artery embolism resulting in cardiac arrest and resuscitation the day after the dbs procedure. Therefore, the patient was hospitalized and given medication. These symptoms were not related to the device hardware or stimulation however, there was a probable relationship to the procedure. Additionally during hospitalization, the patient then suffered an intracerebral hemorrhagic stroke resulting in a fatal outcome. The stroke was not directly procedure related however, an indirect association with the procedure in the form that the embolism, for which the surgery and the subsequent immobilization constituted a predisposing factor, required acute rescue thrombolysis and subsequent anticoagulation, which in turn may have contributed to the stroke. Therefore, the relationship of the stroke to the stimulation and device hardware was assessed as not related and the relationship to the procedure was assessed as unlikely.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Manufacturer narrative:
Correction to block b3. Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced a lung artery embolism resulting in cardiac arrest and resuscitation the day after the dbs procedure. Therefore, the patient was hospitalized and given medication. These symptoms were not related to the device hardware or stimulation however, there was a probable relationship to the procedure. Additionally, during hospitalization, the patient then suffered an intracerebral hemorrhagic stroke resulting in a fatal outcome. The stroke was not directly procedure related however, an indirect association with the procedure in the form that the embolism, for which the surgery and the subsequent immobilization constituted a predisposing factor, required acute rescue thrombolysis and subsequent anticoagulation, which in turn may have contributed to the stroke. Therefore, the relationship of the stroke to the stimulation and device hardware was assessed as not related and the relationship to the procedure was assessed as unlikely.